Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro would not turn off during the pre-cautery test. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
No patient effects. After the procedure, the hospital discarded the product. Since the product was not returned, an evaluation could not be performed, and the complaint could not be confirmed. A lot history record review was completed for the reported lot numbers. There were no non-conformances for the reported lot. The reported failure mode, "device remains activated," is currently being investigated in our CAPA process. (B) (4)